Event description:
This complaint is now reportable based upon analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. The physician was not able to cross the target lesion using the 2.0 x 15mm apex balloon catheter. The device was removed successfully and the procedure was completed with a different device. No patient complications were reported. Patient condition is reported as "good." However, the returned product analysis of the 2.00x15mm apex balloon catheter revealed a shaft break of the hypotube and various kinks.

Manufacturer narrative:
A visual and microscopic examination identified a shaft break of the hypotube. The device was received in two sections as a result of a break in the hypotube. The break was located approximately 57.6 cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the shaft. It was noted that both sections of the hypotube break were kinked at various locations along their lengths. A severe kink was also present in the extrusion approximately 6.9cm proximal to the tip of the device. An examination of the balloon found that there were traces of solidified contrast media present inside the balloon. The balloon had been inflated. A labeling review identified that the device was used per the apex directions for use (dfu). The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).